Manufacturer narrative:
An investigation was successfully completed. The results of the investigation have identified no manufacturing issues, no design issues and/or corrective actions necessary at this time. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted. The reported rpms exceeded the maximum recommended speed found in the IFU.

Event description:
It was reported during initial surgery a twist drill fractured during use. A portion of it remains implanted.